Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported, approximately 4 years post implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the bioprosthetic valve failed due to severe aortic insufficiency and paravalvular leak. A valve in valve procedure was performed with great results.

Manufacturer narrative:
H2, h6 updated. The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. As the complaints for post implantation central regurgitation and post implantation paravalvular leak were unable to be confirmed, a lot history and complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: edwards sapien 3/ sapien 3 ultra thv system, device preparation manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaints for post implantation central regurgitation and post implantation paravalvular leak were unable to be confirmed due to no medical record/imagery provided. A review of DHR did not identify any manufacturing nonconformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported approximately 4 years post implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the bioprosthetic valve failed due to severe aortic insufficiency, paravalvular leak. Investigation of the complaint post implantation central regurgitation revealed that per the instructions for use (IFU), central regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to several issues including patient related factors or structural valve deterioration, including calcification, non calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to insufficient information, a definitive root cause is unable to be determined at this time. Investigation of the complaint post implantation paravalvular leak revealed that per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, it is possible that pvl was caused by cardiac remodeling over time. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.